Manufacturer narrative:
Evaluation of the returned dismantled handle of the delivery system was unable to conclusively determine the cause for this report. Examination of the handle found that they were assembled correctly and the catheter was within specification for all dimensions.

Event description:
Reportedly, during use in the rt distal sfa, began deploying using the dial and stent was deployed approx 10mm, then the dial stopped working. The physician could not get any other mechanism to work on the device to deploy the stent, so he took the handle off the sheath system to finish deploying the stent. No medical intervention or pt injury reported.